Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# lb5432, implanted: (B)(6) 2003, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient experienced a stinging in the pocket ¿a couple months¿ ago. This occurred one time a day, sometimes twice a day like today. The patient would typically reach back and press on the ins and it would stop. It was not related to positional movement as it varied. The episodes were lasting longer in duration. All impedances were reported to be good except 0/3 = <(><<)>50ohms which were not being used. It was additionally reported that the patient was informed to keep a log regarding instances of stinging: time, duration, location, body position, etc.